Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device has been discarded by the user facility, therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that the legs of an ivc filter would not open upon deployment. An additional catheter was advanced using the same access site and attempts were made to open the filter legs. After several unsuccessful attempts to open the legs, the catheter was removed and a sane was used to successfully retrieve the filter. Once removed, another mfrs' ivc filter was successfully implanted. No pt injury.